Manufacturer narrative:
The hospital repaired the bag to vent switch.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the bag/vent switch is broken and failed to operate as expected. There is no report of patient involvement.